Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported an update regarding the procedure (see manufacturer's report # 3004209178-2015-11392); the patient had a pocket revision (B)(6) 2015 because he did not like the location of the implantable neurostimulator (ins) at his belt line. The manufacturer representative also reported that the surgeon "tacked down" the anchor because the patient was having tenderness at the anchor site. It was unknown when the tenderness began. A follow-up appointment with the patient reported that the therapy was working well; amplitudes were lower than before (3.0v) and the spinal cord stimulation was working fine now. All impedances were still good. It was too early to tell whether the tenderness issue had been resolved due to surgical pain. It was noted that both spots looked like "they will be better." No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and failed back surgery syndrome.